Manufacturer narrative:
It is not possible to confirm the details of the treatment or perform an evaluation of the device as the patient has declined to provide any further information.

Event description:
A patient called to report she has had 4-6 fraxel treatments for acne scars and she now has melasma at the treatment site. The patient declined to provide any additional information regarding the treatment or the treating facility.

Manufacturer narrative:
It was reported by a patient that they developed melasma or discoloration after 4-6 fraxel treatments for acne scars. Patient inquired with the doctor who stated this condition is due to the fraxel treatment itself, and the only way to resolve it is to have more fraxel treatments. According to fraxel user manual (p009220-02 rev. A), discoloration is a known possible complication associated with the non-ablative fraxel laser systems. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypo-pigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with fraxel laser treatment. The patient has refused to provide the customer's name where the treatment was completed. No additional information or products were returned for evaluation. Based on the available information, no causal factor can be determined and no conclusion can be drawn. Trending will be performed to monitor this issue.

Event description:
The patient will continue seeking treatment after being informed by the provider that the melasma may be permanent.